Manufacturer narrative:
(B)(4). Date sent 7/2/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there any photos of the staple line? Please send to (B)(6). What were the shape of the staples? Where was the location of the staples? Was the firing over an existing staple line? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? If no, did the device cut the tissue? Was there a patient consequence? If yes, how was the issue addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure after stapling a small intestine without difficulty, several staples were completely unformed and could have been dangerous for the structures in contact. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2025. Corrected data d4: UDI#. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: are there any photos of the staple line? See in the attachment, picture was forwarded to the product complaint mailbox. Please send to productcomplaint1@its.jnj.com. What were the shape of the staples? Where was the location of the staples? Was the firing over an existing staple line? No. 1. Please provide device details (product code#/lot#/batch#) glc80 lot: 195d44, glcr80b lot: 226d72. 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed. 3. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Unk. 4. If no, did the device cut the tissue? Yes. 5. Was there a patient consequence? If yes, how was the issue addressed? No patient consequence.